Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. Hematoma is listed in the perclose proglide electronic instructions for use as a potential adverse patient effect of use of the device. The investigation was unable to determine a conclusive cause for the failure to achieve hemostasis, bend, or hematoma; however the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the highly tortuous right common femoral artery was attempted using two proglide devices via a 6f sheath after an interventional procedure for a st-segment elevation myocardial infarction (stemi). Reportedly, the first proglide device was deployed; however, hemostasis was not achieved. The second proglide device was advanced and deployed; however, hemostasis was not achieved. The distal sheath of both proglide devices were noted to be kinked. A hematoma developed and manual arterial compression was applied to achieve hemostasis and treat the hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.